Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio sync meter displayed an ¿error 4¿ message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2014. The patient manages his diabetes with insulin (type/ amount not specified). It is not known if the patient made changes to his usual management routine. About 1-2 weeks after the start of the alleged issue, the patient claimed he felt symptoms of blurred vision, frequent urination and fatigue. No treatment was specified at that time. On (B)(6) 2014, the patient reportedly visited her physician¿s office. The patient obtained a blood glucose result of ¿256 mg/dl¿ with the physician/ clinic meter. The patient was provided a ¿new prescription;¿ however, no additional treatment was specified. The patient did not have his testing supplies to walk through troubleshooting and resolve the reported issue. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.